Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed by an abbott representative. It was reported that the cause for the low flow events was determined to be difficulties in blood pressure treatment. In addition, the patient was reported to have experienced gastrointestinal (gi) bleeding. A direct correlation between the device and these events could not be conclusively established. It was reported that the patient experienced regular low flow alarms due to difficulties in blood pressure treatment. In addition, the patient also experienced gi bleeding with lack of volume due to difficulties with anticoagulation therapy. Low flow software was successfully installed on the patient¿s controllers on (B)(6) 2021. It was noted that the amount of low flow alarms was reduced following the upgrade. Gi bleeding was treated with clipping during a gastroscopy. The patient reportedly would be discharged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was suffering from regular low flow alarms due to difficult blood pressure treatment. The patient had been experiencing gastrointestinal bleeding and lack of volume due to difficulties with anticoagulation therapy. The patient's international normalized ratio values greater than 5. The patient's hemodynamic conditions were still good to handle. The patient would be treated with anticoagulation therapy, and their volume status would be optimized during the following days. The patient's gi bleeding would be treated by gastroscopy with clipping. For psychological effects the hospital requested a 2.0 l alarm threshold for the patient's system controller. Following the software upgrade, the amount of low flow alarms that were occurring was reduced.